Event description:
It was reported the mid-section of the pipeline was found flattend after deployed. The physician tried to push the catheter forward to open the device, but without success. The physician then access to the opposite femoral artery groin and the patient has an acute stroke. At the end, the acute stroke was resolved and the patient was reported as "fine". No other complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).